Event description:
Pt with c/o discomfort developing in chest and radiating into back, dizziness, upper abdominal discomfort. Does have pulmonary hypertension. Admitted to hosp 11/20/99 for complaints of chest and upper abdominal discomfort. Had had initial surgery in 1985 followed by repeat surgery in 1989. Pt became short of breath w/recurrent chest discomfort and pt arrested. Expired 11/21/99. Do not know at this time if death is associated with heart valve problem. Autopsy of heart pending.